Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred at the intensive care. During puncture of the subclavian vein the needle got broken. As a result a new attempt with a bbraun cannula was performed with success. Follow up information states the clinician removed the broken part by hand. No cut down was made.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the needle cannula broke was confirmed. Returned was an 18ga introducer needle. The cannula was separated adjacent to the needle hub. There was a slight bend in the cannula 4 cm from the tip of the needle. The cannula was flattened on the ends where it separated, indicating that it had been bent. The damage is consistent with fatigue breakage due to bending. The outside diameter (od) of the cannula measured 0.0500 inches, which met specification of 0.0495 - 0.0505 inches per the cannula graphic. The inner diameter (ID) of the cannula measured 0.0415 inches, which met specification of 0.041 - 0.043 inches per the cannula graphic. Since both the od and ID met specification, this indicates that the wall thickness of the cannula was correct. A device history record review was performed with no evidence to suggest a manufacturing related issue. The needle cannula may bend and break if excessive lateral force is applied. Based upon observed characteristics at the break and the report that the needle broke during use, operational context caused or contributed to this event. No further action will be taken.